Manufacturer narrative:
The reported complaint of difficulty tightening the setscrew on the lead was confirmed. Analysis of the atrial setscrew found that the user of the torque wrench made incorrect wrench insertions where the corners of the wrench tip were being forced down into the setscrew inset walls. This is incorrect wrench insertion. The wrench tip will not go into the setscrew inset until the hex tip of the wrench is aligned with the hex shape of the inset. Then the wrench tip will drop into the setscrew inset and engage the setscrew to tighten it. Analysis of the ventricular setscrew also found that the user was incorrectly inserting the wrench into the setscrew inset. The wrench was not being fully inserted into the inset. With partial wrench insertion, the wrench tip stripped the inset as the setscrew started to become tightened. The wrench was stripping the setscrew, so the setscrew was never tightened to the point of the wrench clicking. Both tightening anomalies on the atrial and ventricular setscrews were caused by the incorrect use of the wrench by the user. Electrical testing was performed on the device and no anomalies were noted.

Event description:
During an implant procedure, it was reported that the set screw could not be tightened into the pacemaker header. The pacemaker was explanted and replaced to resolve the event. The patient was stable.